Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts and that the pump battery gauge increased from 80% to 100% while pump was not charging. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.

Manufacturer narrative:
Battery gauge issue confirmed.